Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records,, the recurrence of this type of event for this implant, the likely cause of the event is an off label as the surgeon should not have implanted a mobi-c in the first place which developped a hyper mobility. According to the surgeon the patient probably should have had fusion initially. She had controlled ra, and previous fusion c4-c6 for cervical stenosis and the surgeon was trying to preserve motion for her. The surgeon is also very keen about the fact that the issue is not device related and that there is no reasonable possibility that the adverse event may have been caused by the device. Indeed as mentioned in mobi-c IFU it's not recommanded to implant mobi-c for patient who have marked cervical instability. The investigation found no evidence to indicate device issue as the revision was done due to a wrong prescription from the begining root cause : indication error. (Off label).

Event description:
Mobi-c p&f us : revision due to "shock" sensation.

Manufacturer narrative:
Device still implanted.

Event description:
Mobi-c p&f us : revision due to "shock" sensation. Patient had initially c3-c4 disk replacement + c6-c7 fusion in (B)(6) 2016. Patient previously had c4 to c6 fusion anteriorly. Patient developed hyper-mobility and myelopathy returned. According to surgeon : "patient probably should have had fusion initially. She had controlled ra, and previous fusion c4-c6 for cervical stenosis and we were trying to preserve motion for her." Device was not removed. Revision surgery to add supplemental fixation. Probably not device related according to surgeon. Patient is stable after surgery. Additional information were requested.

Manufacturer narrative:
Sale order of the initial surgery was received on 02 oct 2017. Ref & lot number of the revised product are available. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From description received, probable cause is "indication error" but further investigation on the case is needed.

Event description:
Mobi-c p&f us : revision due to "shock" sensation.